Event description:
On (B)(6) 2018, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was admitted to the hospital for evaluation. A digestive endoscopy was done; untreated gastritis and a stoma site infection were diagnosed. To promote healing of both the infection and gastritis, the physician removed the tubing. The patient was switched to oral therapy for parkinson¿s disease, was prescribed a week of cefort and meropenem for the stoma site infection and pantoprazole for the gastritis. On (B)(6) 2022, a new peg-j system was installed.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg- j tube placement. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.